Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter had been reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2015. At this time the patient alleged to have obtained the same, unspecified, blood glucose result three times in a row within 20 minutes of one another on the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. ¿a few days¿ after the alleged issue occurred, the patient developed the symptoms of ¿vertigo and sweat¿, however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient¿s products were requested for evaluation. Although the blood glucose comparison being made did not exceed lfs¿ criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.